Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, one month ago, the patient was hospitalized in the emergency department due to pain at the tube level and leakage during feeding and administration of duodopa. The peg tube was removed and the duodopa treatment was discontinued. It was also reported that the patient had inflammation at the stoma site and tube migration. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.